Event description:
It was reported that the patient experienced stent thrombosis and stroke post procedure. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. During the procedure, plaque prolapse was noted within the stent and a second stent was placed to reline the vessel. The procedure was completed with no notable issues. Six days post procedure, the patient returned with right side numbness. The patient was admitted and administrated with heparin drip. Imaging performed revealed stent thrombosis and an embolic stroke. There was no p2y12 test performed but the patient was switched from plavix to brilinta and eliquis. Additionally, it was reported that the patient had an intraluminal filling defect noted prior to the tcar procedure.